Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. When he opened the cassette door, the cassette was broken and leaking fluid. There had been several alarms during treatment, but he had been able to continue through them and complete treatment. The set was retained and is being made available for evaluation. During follow-up his pd nurse reported that his effluent was clear. He did not have signs of infection. He was not treated with any antibiotic. No adverse event reported at this time.